Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient revised due to pain, elevated cocr levels, and corrosion.

Manufacturer narrative:
Additional information from invoice on (B)(6) 2017: indicated that different products were used. Updated product information. Updated lot number to 1548146.